Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitrectomy probe did not cut. Aspiration was present. The product was replaced and the procedure was completed. There were no reported consequences to the patient.

Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. The probe manifold was visually inspected. The clear open drive line was occluded with adhesive from the probe assembly process at the tubing insertion to the probe engine which prevented the probe from cutting. The port on the tip was in the close position. The root cause of the customer's compliant is due to an occluded pneumatic driveline inhibiting the probe from cutting which would occur during the assembly phase of the probe tubing to the engine. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed; this is the second complaint for the finish goods lot and first for this issue for this lot. The device history record (DHR) shows the product was released per specifications. The unused probe manifold was visually inspected. The clear open drive line was occluded in the tubing insertion to the probe engine that prevented the probe from cutting. The port on the tip was in the close position. The root cause of the customer's compliant is an excessive amount of cyclohexanone placed on the tubing during the assembly process. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).